Event description:
During an emergency cardiac cath for st elevation myocardial infarction, the patient experienced vfib arrest. After 3-4 defibrillations at 150 joules, the vermed defib pads no longer delivered a shock. The staff verified correct pad placement and adherence to patient's skin. The non functioning defibrillator pads were removed and replaced with philips pads. Additional defibrillations were successful and patient was trasferred to ICU following procedure. Biomed checked all functions of the defibrillator and found no problems.what was the original intended procedure?percutaneous coronary intervention (pci).device #1is this a laboratory device or laboratory test?no.